Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during a patient infusion. The device was filled with 120 mls of antibiotic in 0.9% sodium chloride at the hospital. The patient was connected to the device and discharged home. When the nurse came to change over the device, it was discovered that the device had delivered the infusion in eight (8) hours instead of the expected 12 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : PMA/510k # correction: k071222 (previously na) the lot was manufactured from june 27, 2019 - june 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.